Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a rash under the rear therapy electrode pads. The patient's physician changed his medications and recommended the use of a cortisone cream. Follow-up indicated that the rash was improving.